Manufacturer narrative:
Samples received: 5 unopened units. Analysis and results: there are no previous complaints of the same batch. Received five samples. Checked the visual aspect of the needles of the samples received and no anomaly has been found. The needles of the samples received have been tested for bending strength and the results fulfill product specifications: 12.95 nxcm in minimum. Minimum bending strength specification: >11.3 nxcm. Bending strength results before releasing the product were 13.24 nxcm minimum and fulfilled the specifications of the product. We have also tested samples from stock for bending strength and the results fulfill product specifications: 13.21 nxcm in minimum. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the samples received fulfill the product specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During a procedure the needle bent at the tip.